Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint was confirmed. A visual inspection noticed damage on the film cassette, no other issues were detected on tubing set. After visual inspection the cassette was inspected with microscope and determined that the damage was one pinhole, no damage on the hard plastic was found. The device history report [DHR] of this product was reviewed and no non-conformance reports or other abnormalities related to this failure mode were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during fill 3 of 4. Patient canceled treatment and noticed there was a fluid leak from the back of the cassette. The patient¿s peritoneal dialysis nurse confirmed that there were no adverse events and no antibiotics were prescribed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient resumed continuous ambulatory peritoneal dialysis after that. The sample was returned.